Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had recorded episodes due to oversensing as a result of changes in the r-wave amplitudes. Boston scientific technical services (ts) was contacted and reviewed the episodes. It was suspected that the changes in amplitudes were caused by postural changes, and additional troubleshooting was provided to help better optimize the system. No adverse patient effects were reported. Additional information was received over a year later that the patient with this s-ICD received an inappropriate shock due to oversensing as a result of morphology changes. The oversensing occurred when the patient was sitting and stooped over. Further testing was performed, but the noise could not be reproduced. A new template was acquired with the patient in the same position when they received the inappropriate shock. Ts was contacted again for further assistance. A ts consultant discussed that there was an artifact noted in the previous episodes that also contributed to the oversensing. The issue could be related to a less-than-optimal system placement leading to movement during certain postures or activities. The movement can create the noted artifact which then significantly changes the amplitudes as the sensing vector is changing based on the morphology. Additional troubleshooting was discussed to help determine if there is any system movement as well as obtaining x-rays to see the system placement. No adverse patient effects were reported. The s-ICD remains implanted and in service.